Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated with threshold measurements increased from 0.25v on (B)(6) 2015 to greater than 2.5v on (B)(6) 2015 and remained at greater than 2.5v. (B)(4).

Event description:
It was reported that four days after the initial implant, the patient presented to the clinic with chest pain, and complaints similar to diaphragmatic stimulation. The patient also had pain during right ventricular (rv) lead pacing. The patient had an echocardiogram which showed a small effusion. The patient also had a perforation. Testing revealed that the rv lead had no capture at maximum output in bipolar and unipolar. The patient went to the operating room for lead repositioning. The rv lead remains in use. No further patient complications have been reported as a result of this event.